Event description:
It was reported that during an unknown procedure, the device indicates a default. No error codes were noted. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
The hand piece was returned with a loose mount and the nose cone cracked. It was tested on a generator and no error code was noted. However, the hand piece was disassembled, a torn acoustic isolator and moisture ingress were found. Due to this condition, it may lead for an error code to occur. The batch history records were reviewed with no anomalies noted during the manufacturing process.